Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported recurrent mr is due to challenging patient anatomical conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for recurrent mitral regurgitation. It was reported through a research article identifying the mitraclipxtr that may be related to the following: recurrent mitral regurgitation. It was reported that the patient, with a history of heterotaxy syndrome, unbalanced arteriorventricular canal defect, double outlet right ventricle and pulmonary atresia, underwent a mitraclip procedure treating atrioventricular valve regurgitation (avvr) of severe grade. Due to the patient anatomy, no trans-septal puncture was needed. One clip was advanced and implanted on the anterior and posterior leaflets. The avvr remained severe; therefore, two additional clips were implanted, medial to the first clip. The avvr was reduced from grade severe to mild. Post procedure, the patient was hemodynamically stable. At the twelve-week follow up, echocardiogram showed moderate avvr. No additional intervention was performed as moderate avvr was considered a good result. Details are listed in the attached article, titled percutaneous edge-to-edge repair for common atrioventricular valve regurgitation in a patient with heterotaxy syndrome, single ventricle physiology, and unbalanced atrioventricular septal defect. Please see article for additional information.

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: percutaneous edge-to-edge repair for common atrioventricular valve regurgitation in a patient with heterotaxy syndrome, single ventricle physiology, and unbalanced atrioventricular septal defect.